Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that the patient's one touch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2019, alleging that the patient obtained an inaccurate high blood glucose result of "359 mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with insulin (self-adjuster) and made no changes to her normal diabetes management in response to the alleged issue. The reporter stated that at an unknown time after the alleged issue, the patient developed symptoms of "passing out causing her to fall out of chair, very shaky and confused". In response to the symptoms the patient was taken to the emergency room. A blood glucose result of "40 mg/dl" was obtained on the emergency room meter and the patient was treated with IV dextrose. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and that the test strips had been stored correctly and had not expired. Csr noted the patient did not have control solution. The patient's products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.